Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, three middle segments of the top red led display on the device are always on. It was found that the comparator u8 chip on the system board was defective causing the constant illumination of the middle segments.

Event description:
It was reported that the device has an extra led segment that illuminates when the device is giving a reading. No known impact or consequence to patient.